Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the call service 012 alarm was observed in the pump history. The pump was exercised for 24 hours with no alarms occurring; bolus deliveries were performed and accurately recorded in the history with no alarms occurring. Investigation was unable to duplicate the issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump emitted a call service 012 alarm. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.